Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the physician noticed that the tip of the laser was turning black. Despite the observation, the physician continued to utilize the fiber until the tip snapped in half without detaching completely after 60,000 joules of use. The fiber was replaced, and the procedure was completed with a new fiber. There were no patient complications.